Event description:
Sunmed holdings llc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different samples. This is the second of two reports. Refer to 2028807-2024-00073 for the first report. It was reported, the sample clotted in the atellica vtr syringe; there was no reported injury or delay of results or treatment.

Manufacturer narrative:
Correction: e1; g2. Additional information: d4; h4. The actual complaint product was not returned for evaluation. The device history record for lot 403650 was reviewed and the product was produced according to product specifications. The root cause could not be determined. All information reasonably known as of 20 jan 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a sun med holdings llc. Product is defective or caused serious injury.

Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of 22 nov 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a sun med holdings llc. Product is defective or caused serious injury.

Event description:
Sunmed holdings llc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different samples. This is the second of two reports. Refer to 2028807-2024-00073 for the first report. It was reported, the sample clotted in the atellica vtr syringe; there was no reported injury or delay of results or treatment.